Manufacturer narrative:
The complaint device was not received. It was reported that the suture were pulled out from the anchor and that possibly the suture bridge on the anchor was broken. From past investigations, this type of failure was typically observed with excess tensioning of the suture. However, no further information was provided to confirm the aforementioned cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for second implant 1221934-2016-10130. (B)(4).

Event description:
Primary arcr had conducted on (B)(6) 2016 by using the reported devices to a (B)(6)-year-old male patient. Two weeks after the primary arcr, it was reported that the rotator cuff tear was found again by MRI therefore revision surgery was conducted on (B)(6) 2016. The surgeon found the suture of the anchor unthreaded from the product and the suture-bridge technique did not work at all. The reported devices remain in the patient's body to avoid making the bone hole empty by removing them. There was no surgical delay. The patient is now under observation.